Event description:
A sales rep reported for the physician as follows: the pt had a lap-band (ap small) placed a few months prior, showed an obvious leak via contrast study around actual band site. The pt was unable to achieve satiety and fluid when withdrawn from band via port showed an obvious leak. A re-do operation was performed and methylane blue was injected into the band via the port to ascertain where the leak was. It was clear that the leak was coming from the inner diameter of the band. This band was removed and a new one placed.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."